Event description:
It was reported that drain bags did not seem to have been sealed properly and causing leakage. Said the gromets were not staying attached. For additional information received via mail on august 30: they had given all the lot numbers as some bags came from baycare and others they purchased from carewell. The bags, for some reason start leaking at the seam at the bottom. Currently they were using a¿2000 ml bags. They had to duct tape the bottom seam in the bottom of bag. At times, the hose valve to empty pulls off the plastic male end and another mess. The hard plastic grommets keep dislodging from the bag where the hanger was. Plus, the grommet was difficult to put back in, if it even goes in. One morning the bag leaked all night, no visible damage but the seam at the bottom was the issue. Woke up and stepped into a puddle of urine everywhere. When they awoke the next urine was all over their bedroom floor. This was the same bag they were using with the same issues. Perhaps a bad manufacturer defect. Have no idea. They thought bard¿s brand was the best out there. However, don¿t like the defective ones as it was a mess as well as embarrassing when in public. Here were some photos of the repairs to their most recent bard foley bag experience. Finally changed out for new one as urine or pressure from urine in bag was leaking around the side seams of the bag. They were thinking a re-drain of the handle at the top of the bag. Was it possible to make it a permanent plastic grommet. They have used these foleys coming up on a year this september 18, 2025. They have a dysfunctional bladder among three rare incurable diseases. One of them was diabetes insipidus. They have no pituitary gland so don¿t make desmopressin or vasopress, so their body does not regulate the water needed for any of their internal organs thus causing double the output to input. They originally had a suprapubic catheter and had 11 uti¿s, since placement. Problems with suprapubic and had to replace with urethral catheter. They were allergic to latex so must use silicone catheters. New urologist/uroneurologist was going to try botox injection next. If that fails, then most likely a urostomy. If that occurs, will need bard foley bag at night. For additional information received via mail on 02sep2025, it was reported that yet another bag leaked urine all over them. That was due to a leak at the top where the clear cup that holds the tube that was infused/attached by seams at the top where the foley bag cup which houses the main foley tube just under the hanger handle. They don¿t have the lot number to that defective foley but do have the lot number they replaced with yesterday and the subsequent bags they have left, which they would be happy to send them. They would be happy to return these to them for inspection or manufacturing as that was the fourth or fifth time they have had to replace. They wanted to know that they can place the bags in a freezer ziplock bag if they would kindly provide a return label or did, they need to return in a biohazard bag. They have the lot number of the bag currently have attached. Plus, the four other bags in have left. As mentioned in previous email, they purchased some out of pocket from carewell and the others came from baycare home care. Per additional information received via email on 20oct2025, it was reported that patient had have another issue. Patient happened to be hospitalized and the bard 2000 ml foley with the green rubber had a leak. This is a total of six defective foley bags. The seams seem to leak; patient was thinking a manufacturing defect in that the seams and front grommet attachment were not sealed correctly. There was urine all over hospital room floor and had to use a blanket to sip up all the urine. Thank goodness in rough a spare with the patient as the ones the hospital have the outside plastic container in them which binding more cumbersome to use as patient have had the hook fall off patient's shirts causing the bag to fall on the ground cracking the outside plastic container. Patient just had a catheter change last week and so far, so good with the exception of the plastic grommet where the hanger is keeps coming out and the bag falls to the ground too. Patient had three or four defective bags to return for evaluation. Patient have had suprapubic which closed up due to medical issues and now have a urethral. Now on uti no 14 and possibly cystitis.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that drain bags did not seem to have been sealed properly and causing leakage. Said the gromets were not staying attached. For additional information received via mail on august 30: they had given all the lot numbers as some bags came from baycare and others they purchased from carewell. The bags, for some reason start leaking at the seam at the bottom. Currently they were using a¿2000 ml bags. They had to duct tape the bottom seam in the bottom of bag. At times, the hose valve to empty pulls off the plastic male end and another mess. The hard plastic grommets keep dislodging from the bag where the hanger was. Plus, the grommet was difficult to put back in, if it even goes in. One morning the bag leaked all night, no visible damage but the seam at the bottom was the issue. Woke up and stepped into a puddle of urine everywhere. When they awoke the next urine was all over their bedroom floor. This was the same bag they were using with the same issues. Perhaps a bad manufacturer defect. Have no idea. They thought bard¿s brand was the best out there. However, don¿t like the defective ones as it was a mess as well as embarrassing when in public. Here were some photos of the repairs to their most recent bard foley bag experience. Finally changed out for new one as urine or pressure from urine in bag was leaking around the side seams of the bag. They were thinking a re-drain of the handle at the top of the bag. Was it possible to make it a permanent plastic grommet. They have used these foleys coming up on a year this (B)(6) 2025. They have a dysfunctional bladder among three rare incurable diseases. One of them was diabetes insipidus. They have no pituitary gland so don¿t make desmopressin or vasopress, so their body does not regulate the water needed for any of their internal organs thus causing double the output to input. They originally had a suprapubic catheter and had 11 uti¿s, since placement. Problems with suprapubic and had to replace with urethral catheter. They were allergic to latex so must use silicone catheters. New urologist/uroneurologist was going to try botox injection next. If that fails, then most likely a urostomy. If that occurs, will need bard foley bag at night. For additional information received via mail on 02sep2025, it was reported that yet another bag leaked urine all over them. That was due to a leak at the top where the clear cup that holds the tube that was infused/attached by seams at the top where the foley bag cup which houses the main foley tube just under the hanger handle. They don¿t have the lot number to that defective foley but do have the lot number they replaced with yesterday and the subsequent bags they have left, which they would be happy to send them. They would be happy to return these to them for inspection or manufacturing as that was the fourth or fifth time they have had to replace. They wanted to know that they can place the bags in a freezer ziplock bag if they would kindly provide a return label or did, they need to return in a biohazard bag. They have the lot number of the bag currently have attached. Plus, the four other bags in have left. As mentioned in previous email, they purchased some out of pocket from carewell and the others came from baycare home care. Per additional information received via email on 20oct2025, it was reported that patient had have another issue. Patient happened to be hospitalized and the bard 2000 ml foley with the green rubber had a leak. This is a total of six defective foley bags. The seams seem to leak; patient was thinking a manufacturing defect in that the seams and front grommet attachment were not sealed correctly. There was urine all over hospital room floor and had to use a blanket to sip up all the urine. Thank goodness in rough a spare with the patient as the ones the hospital have the outside plastic container in them which binding more cumbersome to use as patient have had the hook fall off patient's shirts causing the bag to fall on the ground cracking the outside plastic container. Patient just had a catheter change last week and so far, so good with the exception of the plastic grommet where the hanger is keeps coming out and the bag falls to the ground too. Patient had three or four defective bags to return for evaluation. Patient have had suprapubic which closed up due to medical issues and now have a urethral. Now on uti no 14 and possibly cystitis.